Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor. The patient reported that the stimulator didn't seem to be working and clarified that she had no control over her urine. The patient noted that she has ms. The patient programmer showed that stim was on and on program 1, 8.5v. The patient requested assistance with changing programs. The patient changed to program 2 and set the amplitude to 2.1v and felt stimulation in the correct area (bicycle seat area). The patient reported that the change in her symptoms were sudden and started about 3-4 months ago. No further complications were anticipated/reported.